Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. There was no packaging or labeling returned with the probe for evaluation. The lever was disengaged, as expected for a used probe. The main probe assembly was pushed back on the probe cover. The cannula driver and slider were in their initial positions, indicating that the clutch wheel was engaging the internal gears, and that the probe was in sample acquisition mode. The sample notch was retracted approximately 13.0cm into the cutting cannula, and as a result, the gears were out of alignment. The cannula driver and slider assembly were removed in order to locate the reported toothed rack fracture. The toothed rack was found to be fractured 5.5cm from the distal end of the vacuum rib. The definitive root cause of the broken toothed rack is unknown. It is unknown if the repeated by firing of the device may have contributed to the reported problem. The investigation is confirmed for a broken toothed rack. The broken toothed rack amy be a result of the user dry firing the device. Per the finesse driver IFU, "do not demonstrate sample acquisition sequence in air prior to performing a biopsy procedure, damage may occur to the needle or cannula tip." However, the definitive root cause could not be determined. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a demonstration of the probe and driver functionality with a physician, that after sampling seven times into the air, the needle broke about 10cm proximal to the tip and slid out of the outer cannula. There was no patient involvement.